Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that an arthrex 2.4mm calibrated guide pin broke during surgery. It broke at the junction between the fluted drill and the solid wire, when it was being inserted into an acceptable position in the patient. The broken tip was lodged in the soft tissue outside the patients hip. Additional open procedure was performed to remove the broken tip. 25-may-2023 update dw. Further information were provided that the issue was caused by a wire from the ar-3519h kit.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.

Event description:
Customer information and surgeon name was provided.